Event description:
A report was received that the patient was having difficulty charging and communicating with her ipg. A bsn representative met with the patient and confirmed the complaint. Replacement surgery was recommended. Due to the patient's age, she does not want the ipg replaced but would prefer to have the system explanted.